Manufacturer narrative:
Product complaint # (B)(4). The actual device was received for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). An extra needle re-parked on slot # 2 of the winding former was noted. The impression of the swage area was not present and the tip was bent and broken. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that patient underwent surgery for brain tumor on (B)(6) 2017 and suture was used. The needle was found torn prior to use. There was no adverse consequence to the patient. Upon evaluation of the returned needle, the tip was found bent and broken.